Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable and wall adapter would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Customer's blood glucose value was approximately 190 mg/dl. Replacement cable and adapter were sent to customer.